Manufacturer narrative:
The product analysis indicates the reported complaint of overheating could not be confirmed. The one-minute pre-repair temperature test results were 69 degrees f at t1 and 70 degrees f at t2. There was no fault found. The device was successfully tested to specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was getting hot. There was no patient impact.